Manufacturer narrative:
Additional information was received alleging the cardiac injury, but it did not indicate that the patient is deceased as it was previously reported. Additional information has been requested in order to further clarify the patient experience and outcome of the event; this information will be submitted upon receipt accordingly. This is one of two device reports associated with this event; the associated MFR report numbers are 1225714-2014-13707 and 1225714-2014-13708.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury or death on (B)(6), 2008 and subsequently expired after use of the product.